Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that another manufacturer's right atrial (ra) lead and another manufacturer's right ventricular (rv) lead were stuck in the header of the pacemaker. The physician was unsuccessful at removing them by tugging, so he placed a temporary pacing wire in the femoral vein. The physician then cut off the back of the header and the leads were successfully removed by pushing them out. Both leads were able to reused with the new pacemaker. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspection noted that the mv sensor block had been removed and that portion of the header had been cut away. Microscopic visual inspection of the lead barrels and inner seal rings identified evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead. There was a hole in the ra positive and rv positive seal plugs, all other seal plugs are intact. All setscrews moved freely and operated normally.